Event description:
During a nanoknife ablation to treat liver lesion, approx 4.0cm x 2.4cm x 2.3cm in the inferior right lobe, the physician noted that the 15cm single electrode probes had migrated/advanced by roughly 2cm during the first energy delivery. The physician attributed this to not waiting long enough for the paralytic to take full effect. The physician held the needles in place to prevent further migration. There was no harm or injury to the pt due to this issue and the procedure was successfully completed with this device. The physician was pleased with post contrast CT scan.

Manufacturer narrative:
As the reported complaint sample was disposed of by the end user and not returned. Angiodynamics is unable to perform a device evaluation. The complaint could not be confirmed. The root cause for the reported defect is unk. The most likely root cause for the reported complaint is that the physician who performed the procedure did not wait long enough for the paralytic to take full effect. If the device becomes available, the complaint will be reopened and the sample will be investigated. There was no harm or injury to the pt due to this issue and the procedure was successfully completed with this device. During the review of the manufacturing records for the lots obtained during a ship history review, it was observed that the mfg lots met all device specifications and quality requirements. A review of the angiodynamics complaint system noted no trends for this product family and complaint type. This type of complaint will continue to be monitored for trends. This medwatch is being submitted late due to a retrospective review of case notes.